Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op of a colon resection on (B)(6) 2010, on the next day the patient was returned to the operating room for an emergency exploratory procedure. When the surgeon observed the staple line at the anastomosis site, he saw bleeding and a staple line leak. He then used suture to secure the staple line and completed the procedure. There were no blood products required. No infection reported. No other information was available at this time. The patient is stable at this time. Additional information has been requested.

Event description:
Multiple attempts were made to obtain additional information and no information was received.

Manufacturer narrative:
(B)(4).